Event description:
The customer reported the ventilator restarts. Patient involvement and harm is unknown.

Manufacturer narrative:
Follow up attempts were made to obtain patient information; no response received. (B)(4). Philips was not provided with repair data for this device.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.